Manufacturer narrative:
Two small plastic vials were received wrapped in a bl5113 pack label from lot v6942. One vial contains two light blue irrigation sleeves. Both sleeves look used and are dirty with particulates all over. The other vial contains an unknown fluid. Visual inspection with the unaided eye was performed and no particle could be seen floating in the fluid. The fluid was poured onto a 0.45 micron filter and then vacuumed off through the filter in an attempt to trap any possible particles. Microscopic examination of the filter found four (4) blue fiber-like particles and one dark colored speck. Of the four blue fiber-like particles one was a very light colored blue. The light blue-colored fiber-like particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicates that the light blue-colored fiber-like particle consists primarily of carbon. Lesser concentrations of chlorine, sodium, oxygen, and silicon were also detected. This is consistent with organic material and saline residue.

Manufacturer narrative:
Product has been requested for evaluation however it has not been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Blue plastic piece found in the eye. No patient impact.